Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that a few milliliters of solution leaked during filling of the vial at the user facility. The customer contact reported the vial was being filled with 27 ml of morphine 5 mg/ml and 3 ml of ketamine 5 mg/ml for a total volume of 30 ml when solution leaked near the reported junction of the luer lock of the injector in the vial. The vial was luer lock of the injector in the vial. The vial was replaced and the filling was resumed. Though requested, no additional information was provided.